Event description:
The customer reported that the live image was completely gone. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and snubber board were replaced. The system was then found to be operating as intended.